Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, resulting in a blood glucose level of 48 mg/dl. There was an adverse impact on the customer's blood glucose level. To address the low blood glucose, the customer consumed glucose tablets, apple juice, and carbohydrates without requiring third-party assistance. Control-iq was active, but the caller was not convinced it was functioning as intended. Cts educated the caller that control-iq predicts glucose values based on cgm readings and depends on accurate personal profile settings for insulin adjustment. The customer was advised to consult with a healthcare provider for further medical advice.